Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified a contained leak in the instrument. The customer had reported infrequent instrument generated error conditions of vote outs (non-numeric results) for the differential and nucleated red blood cell (nrbc) parameters, low dc events, and/or low events error messages when running samples. Acceptable test results were obtained when the samples were rerun. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or open wounds; the customer was unaware of any leak. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a pin-hole leak in tubing attached to port #9 of the distribution valve (dv). The fse replaced the 4 inch tubing between dv port#9 and quick disconnect, qd209 to resolve this issue. (B)(4).